Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve was placed under evaluation for valve-in-valve intervention after an implant duration of six (6) years, seven (7) months due to severe mitral stenosis and mild to moderate insufficiency. The patient initially presented with dyspnea on exertion and fatigue. It was later learned that the patient expired on (B)(6) 2025. Per medical records, tee on (B)(6) 2025 showed severe mitral stenosis with mean gradient 22mmhg, mild to moderate regurgitation. Prosthetic av appears well-seated with no evidence of dehiscence and no stenosis. Per additional information, the root cause of valve failure was determined to be progression of the valvular disease.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including rheumatic heart disease, hyperlipidemia, end stage renal disease on hemodialysis, and diabetes mellitus type 2.